Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient dropped their omnipod 5 controller causing the screen to go black. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia at derriford hospital on (B)(6) 2024. The patient's blood glucose levels reached 18 mmol/l (324 mg/dl). It was noted that the patient dropped their omnipod 5 controller causing the screen to go black and was unable to treat their blood glucose levels. Symptoms reported include not feeling well. The patient was given medication to treat the high blood glucose levels (medication name not provided). The patient also stated that they had gone to the hospital for other medical conditions.